Manufacturer narrative:
(B)(4). Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Hub appearance, cannula pull force, adhesive height and adhesive volume were inspected for 7pcs retention parts, all results passed. Conclusion: no action at the moment regarding the investigation conclusion that the certain cause cannot be concluded; root cause: based on the investigation above, the certain cause cannot be concluded at the moment rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the pen needle 31 g x 5 mm 14 pack outer cover does not attach to remove needle from pen or cannot remove needle from pen. The following information was provided by the initial reporter: the customer stated "after injection, the cannula and the needle hub were detached, the needle hub was removed, and the cannula remained on the insulin pen. The needle was removed from the insulin pen by hand, and no needle stick was caused to the patient."